Event description:
It was reported that during follow up, oversensing on the rv channel was observed. The electrical parameters were in range. The device was reprogrammed to avoid the oversensing. The patient's condition is stable.

Manufacturer narrative:
(B)(4).